Event description:
It was reported that "pt hospitalized due to incorrect supply order being delivered." Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.